Manufacturer narrative:
An mir and MDR are indicated for this complaint. It was reported that a patient was implanted with two prodisc c nova implants at c5-6 and c6-7 approximately 1.5 years ago. Patient developed pain and went to the emergency room. It was found on imaging that the implant had migrated posteriorly. The surgeon removed both nova devices on (B)(6)2025 and replaced them with vertebral body replacement by ulrich medical. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the probability of occurrence is remote however the rate of complaints has increased from the rate listed in the risk management documentation, but the overall risk level has not increased. The risk assessment was reviewed and hazards and harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. For clarification, the risk management documents will be updated on (B)(4) to more clearly link the harm of surgical intervention to the hazard of loss of plate fixation and to update the rate of complaints. The implants were not released from the hospital following the removal surgery therefore no device evaluation could be completed. Additionally, no imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to implant migration. The submission is 1 of 2 devices involved in this event.

Event description:
A patient was implanted with two prodisc c nova implants at c5-6 and c6-7 approximately 1.5 years ago. Patient developed pain and went to the emergency room. It was found on imaging that the implant had migrated posteriorly. A surgeon removed both nova devices on (B)(6)2025 and replaced them with vertebral body replacement by ulrich medical.